Event description:
Hcp reported pt infection was not meningitis. Infection signs and symptoms were redness, swelling, pain, incisional wound opening and pocket erosion. The primary location of the infection was the device pocket and the lead track. Cultures were obtained from the device pocket and the type of organism found was staph aureus. The pt was treated with both IV and oral antibiotics and the total device system was explanted. The infection resolved. The devices were explanted but not returned to the MFR for analysis.